Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the pt has experienced persistent blurry vision that isn't sharp at a distance and can't see to read at near. The clinical reason is described as non tolerance to the lens optics. Add'l info was received from an ophthalmic assistant, who reported that the event has not resolved. The assistant indicated the use of an unapproved viscoelastic.

Manufacturer narrative:
Eval summary: the product was not returned; the lens remains implanted. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge and handpiece with an unapproved viscoelastic. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: the product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was received. (B)(4).